Event description:
Reportedly, when an attempt was made to discharge energy to the pt, the device displayed that the electrodes were not attached. The crew used an "AED" which was on scene to deliver defibrillator energy to the patient. The pt was not resuscitated. One of the attending paramedics stated that pt care was not interrupted as a result of the reported failure.